Event description:
Information was received indicating that when a smiths medical cadd legacy plus pump was disconnected, it was noted that only one hour of infusion was received. The reporter indicated that the pump was stopped and had been beeping periodically. The reporter also indicated that the lines were checked, and no kinks were noted, although a small little crack was noted on the corner of the pump and the user denied accidentally hitting a button or dropping it. No patient consequences were reported. No adverse effects were reported.